Manufacturer narrative:
The device was not returned to the MFR as of the date of this report. A follow up report will be sent if the device is received.

Event description:
It was reported that between (B)(6) 2013 during an ent procedure the clip would not occlude the vessel, and there was increased bleeding. No blood products were required. A new device was readily available to complete the procedure. No other patient injury was reported. Additional information was requested, but no additional information was available.